Manufacturer narrative:
Customer reports: physical damage to inpen, dial misalignment, and difficult to dial/dose. Per visual inspection: leadscrew missing. Cartridge stop and injection nut missing. Missing injection button. Unable to securely lock cartridge holder into place. Inpen received physically damaged. Several mechanical components missing. Unable to pair to commercial app or manufacturing app due to inpen being physically damaged. Unable to perform baseline wireless functionality or displacement dose accuracy test due to physically damaged inpen. Performed dose knob zero-alignment and unit failed. Unable to perform front cap investigation due to physically damaged inpen. In conclusion: cosmetic damage was confirmed due to several missing / broken off mechanical components. Dialing alignment damage was confirmed due to misaligned dial. Difficult to dial/dose was confirmed due to missing injection button. No communication was confirmed due to physically damaged inpen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported inpen was damaged. The customer also reported dose knob/dial was misaligned, slipping and difficult to turn. Troubleshooting was performed. No harm requiring medical intervention was reported. The inpen will be returned for analysis.